Manufacturer narrative:
Patient information currently not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the software was the issue. The rep ordered and downloaded a software update to resolve the issue. The system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cervical spine procedure. It was reported that, when attempting to take a spin, a "transferred exam does not have registration information. Manual registration required." Error showed. The rep restarted the imaging system and attempted to manually push the exam, but it didn't work for the navigated spin. The site restarted the navigation system and everything looked good. The rep tried to push the exam again after the re-boot and it said receiving digital intercommunication of medicine (dicom), but it did not work and displayed the same error. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The system logs were reviewed and it appears the exams sent from the imaging system did not contain the scan ID. This prevents the navigation system from accepting the exam as a navigated spin, and thus will require a manual registration. The imaging system logs/exams were not available to determine cause of the missing tags. As a result, the software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient demographic information included. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cervical spine procedure. It was reported that, when attempting to take a spin, a "transferred exam does not have registration information. Manual registration required." Error showed. The rep restarted the imaging system and attempted to manually push the exam, but it didn't work for the navigated spin. The site restarted the navigation system and everything looked good. The rep tried to push the exam again after the re-boot and it said receiving digital intercommunication of medicine (dicom), but it did not work and displayed the same error. There was a less than 1-hour delay to the procedure and no impact on patient outcome.